Manufacturer narrative:
Correction to b5: addendum and additional information: the authorized service provider (asp) confirmed that the device was not operating on internal battery and turned off when unplugged from ac power. The asp also verified that although the battery indicated that it was fully charged when plugged into ac power, it did not hold the voltage as the battery voltage was very low and would not charge again. The asp therefore changed the pm pcba in the device and added another battery for repair, and the issue was resolved with active field change order implementation. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It has been reported that the device will not run on the battery. There is no patient involvement.

Manufacturer narrative:
The investigation is ongoing.